Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of over 400 mg/dl. The customer stated that the insulin pump was not working. The customer reports insulin pump had not been using within 48 hours of reported high blood glucose level and experienced different blood glucose level of 439 mg/dl and 510 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in section date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Created a correction supplemental because MDR was created incorrectly.